Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 148 ohms. It was noted there was a gradual increase in shock impedances over the past year. Boston scientific technical services (ts) discussed that single coil leads tend to run high and there may be some physiological/ calcification change around the coil and recommended to do a commanded shock test. At this time, the commanded shock test was not performed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a lead revision. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a lead revision. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported back in december therapy was turned off due to the high, out-of-range shock lead impedance however, the patient had a cardiac arrest and went back into the hospital and therapy is programmed back on. Technical services discussed the risks and recommended to replace the lead or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a lead revision. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported back in december therapy was turned off due to the high, out-of-range shock lead impedance however, the patient had a cardiac arrest and went back into the hospital and therapy is programmed back on. Technical services discussed the risks and recommended to replace the lead or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead and device system were abandoned due to the previously mentioned clinical observations. Vegetation on the device shocking coil was suspected. Fluoroscopy was not utilized. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted.